Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.0¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 65/62 mg/dl, for level high were 241/252 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. Because patient did not return his strips, so we tested the retain strips from our warehouse (same as patient's strip lot number:d6161110-2) with his returned meter and in house control solution. The control solution tests for level low were 67/64 mg/dl; for level high were 253/253 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 after the end user alleged that he received inconsistent high results from his prodigy diabetes meter. The end user experienced sweating, confusion and weakness accompanied with a blood glucose reading of 71 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 38 mg/dl. The end user received ensure, sugar and a peanut butter and jelly sandwich. There was no reason to transport the end user to the ER due to the fact that his blood glucose was within normal range. No additional details were provided in regards to this medical event.